Manufacturer narrative:
The console (aic) was returned for evaluation. Data analysis: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer.) The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the purge disc was not being recognized by the automated impella controller (aic) console. There was no report of patient harm or injury.